Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-jan-2018) is considered to be a best estimate. Updated fields: a2, b4, b5, b7, d4 (catalog no, lot no, expiry date, UDI no), g3, g6, h2, h4, h6, h10 this supplemental emdr represents the 3dmax (device #1). An additional supplemental emdr was submitted to represent the 3dmax (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for implant of two unspecified bard/davol 3dmax meshes on (B)(6) 2018. As reported, the patient is making a claim for an adverse patient outcome against both devices. It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device. Attorney also alleges that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: on (B)(6) 2018 ¿ patient was diagnosed with bilateral inguinal hernia thereby underwent laparoscopic repair with the implant of 3dmax meshes (device #1-right, device #2 ¿ left). Per operative notes, ¿on the right side, a very large indirect inguinal hernia was identified. A large 3dmax mesh was placed into the preperitoneal space and positioned directly underneath the hernia defect and secured to the pubic tubercle, cooper ligament and the anterior abdominal wall using the capsure tacking device. On the left side, a moderate-sized indirect inguinal hernia was also identified. A large 3dmax mesh was placed into the preperitoneal space and positioned directly underneath the hernia defect and secured using capsure tacks. Both pieces of mesh were held laterally.¿ attorney alleges that patient had recurrent right inguinal hernia, right lower quadrant pain and bilateral hydrocele.

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol 3dmax (device #1). An additional emdr was submitted to represent the bard/davol 3dmax (device #2). Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of two unspecified bard/davol 3dmax meshes on (B)(6) 2018. As reported, the patient is making a claim for an adverse patient outcome against both devices. It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device. Attorney also alleges that the patient experienced emotional distress and the device was defective.